Event description:
Affiliate reported that due to recurrent headaches and sickness, the physician recognised that the cam was dislodged. Therefore, they decided to revise the device. The child is now free of symptoms.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.